Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose readings of 450 mg/dl. Customer also stated that he had a heart attack and a subsequent heart surgery prior to the hospitalization. Customer was kept in the intensive care unit for two days until blood sugars were normalized and stable. No further information reported.